Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 165319b: 3 items manufactured and released on (B)(6) 2019. Expiration date: 2024-09-23. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on (B)(6) 2022. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 1904637. Lot 1904637: 320 items manufactured and released on (B)(6) 2019. Expiration date: 2024-09-04. No anomalies found related to the problem. To date, 292 items of the same lot have been sold without any similar reported event.

Event description:
At 2 years 2 months after the primary, the patient came in reporting pain and the cause of the pain is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.